Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that a cartridge scratched an intraocular lens (iol). There was no harm to the patient. Back up products were used to complete the surgery. The representative also indicated that the tip of the cartridge appeared smashed. Additional information was requested.

Manufacturer narrative:
The reported cartridge was not returned for evaluation. The associated lens was returned in the lens case. The lens has been cut into two pieces (typical of removal). The pieces are returned adhered to each other. A small amount of viscoelastic is observed in spots on the optic and on one haptic. The lens was cleaned with lphse. There are 4 parallel scratch/scrape marks observed on the posterior surface. The scratch marks start near one haptic junction and travel almost to the opposite edge. The customer indicated the use of a qualified 21.5 diopter lens, handpiece and viscoelastic. The iol product history records were reviewed and the documentation indicated the product met release criteria. The root cause could not be determined for the lens damage. The cartridge was not returned for evaluation. The observed lens damage is similar in appearance to damage caused by an instrument used to grasp the lens (possibly loading forceps). Very little viscoelastic was observed on the lens. This may indicate a failure to follow the dfu. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The manufacturer internal reference number is: (B)(4).